Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No sample was returned. Images of the vessel anatomy prior to stent placement, directly after stent placement and 7 months post stent placement were provided. On the basis of the images ,there is no indication for an irregular stent placement or defect of the implanted stent. Several images are showing a homogeneous strut pattern over the entire length. The occlusion of the vessel 7 months post stent placement can be confirmed; however, there is no indication for a device-relation. Potential factors that could have led or contributed to the reported event have been evaluated. Previously reported similar complaints have been reviewed. A restenosis of the treated vessel may occur as a result of various factors. The general condition of the patient, the medication after stent placement as well as the vessel anatomy may be contributing factors to the reported event. In this case, the stent could be successfully implanted, the lesion was pre and post-dilated, and no irregular strut pattern could be identified. On the basis of the information provided, a definite root cause for the reported event could not be identified. The IFU states that arterial occlusion/restenosis of the treated vessel is a potential adverse event that may occur.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under (B)(4). Not returned.

Event description:
It was reported that the vascular stent was found with an in-stent restenosis 7 months post placement in the left sfa. An additional balloon dilation was successfully performed to treat the patient. No patient injury was reported.